Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb tech support troubleshoots this issue with customer over the phone. Npb tech support suggested swapping air and o2 psol assemblies. Npb was not authorized to service the device.